Manufacturer narrative:
This event report of unsatisfied with therapy cannot be confirmed or not confirmed for unsatisfied with therapy through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead was explanted to address the issue.